Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed and attributed to a faulty pace/defib (pd) engine board. The pd engine board was replaced to resolve the report. The device was recertified and returned to the customer. The pd engine board was recieved at zoll medical corporation, united states for further evaluation. During our evaluation, the root cause was attributed to a resistor on pd engine board. Analysis for reports of this type has not identified an increase in trend.